Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). The measuring cell was replaced during the service on (B)(6) 2021. Calibration was acceptable and no alarms were noted. The customer's qc data was provided, but it is unknown if the customer's qc was within range before the issue started. The field service representative found the sipper probe adjustments to be slightly off. He adjusted the sipper probe, sample probe, reagent probes, and pre-wash sippers, as well as styletted all probes and fished the measuring cell pathway, and performed a liquid flow clean. He also verified the pump pressures and performed multiple instrument checks. The customer performed qc, which passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys total psa immunoassay results for 1 patient sample on a cobas 8000 e801 module. The initial result was 3.22 ng/ml. The repeated result was 4.51 ng/ml. The repeated result was believed to be correct. The results were reported outside of the laboratory. The reagent lot number is 50489401 with an expiration date of 28-feb-2022.